Event description:
The customer reported amp board errors at the f1 and fs channel locations on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at the affected location (fl1 and fs). Bec is filing an MDR for this event based on the FDA classification of the (B)(6) urgent medical device recall as a class I recall on (B)(6) recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).